Event description:
The event is reported as: the clips fell out of the applier during endoscopic surgery. No reported patient injury.

Manufacturer narrative:
Sample has not been returned for investigation at this time. The investigation is not complete at the time of this report. A follow-up investigation report will be sent when completed.